Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was explanted due to noise, oversensing and pacing inhibition with no asystole observed. The device was not replaced at this time. No additional adverse patient effects were reported.